Event description:
When the subject device was interrogated with a programmer, it was reportedly impossible to load diagnosis data from implant memories.

Event description:
When the subject device was interrogated with a programmer, it was reportedly impossible to load diagnosis data from implant memories.